Event description:
It was reported that nrg transseptal needle selected for use. During preparation, the tip of the needle broken. The physician did not manually shape the needle. The needle was not shaped manually prior to case. During preparation, distal tip was found damaged. Only informed that it broke. Procedure was completed successfully with another of same device. No patient complications were reported. The device is not expected to return as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. The event date was estimated since it was not disclosed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.